Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible the device may have interacted with the challenging anatomy during advancement/positioning of the stent, making it unstable. Further interaction with accessory devices (introducer sheath) during retraction of the device may have contributed to the observed material deformation (bent proximal stent struts), ultimately causing the reported stent dislodgement inside the sheath; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right external iliac artery with mild calcification and mild tortuosity. The 8.0x59mm omnilink elite stent delivery system (sds) was being advanced without resistance when the stent came off the balloon ( the markers were not lining up with the stent on x-ray). The sds was pulled back without resistance but the stent got stuck in the sheath. The whole unit was simply removed and nothing remains in the patient. A new sheath was placed and the lesion was successfully treated with an unspecified stent. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.